Manufacturer narrative:
This report was originally submitted on (B)(4) 2013 but due to a FDA outage, the submission was unsuccessful. Thus, the report is being resubmitted on (B)(4) 2013. Product analysis: the device remains implanted and therefore, has not been returned to medtronic for evaluation. Conclusion: the device history record was unable to be reviewed as the serial number of the device was not provided. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(6). (B)(4).

Event description:
Medtronic received information that an unknown duration following the implant of this pulmonary valved conduit, stenosis and regurgitation were noted. A bioprosthetic transcatheter valve was implanted within the conduit to resolve the issue. No adverse patient effects have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.